Manufacturer narrative:
Investigation: defect: embedded material in plunger (foreign matter). Three pictures were received for investigation. On visual inspection of the three pictures received it can be observed embedded material in the plunger of the 10ml ls syringe. DHR of lot 1703038p has been reviewed not finding any annotation or deviation regarding the alleged defect. On checking molding parameters for plungers during manufacturing process of this lot, they meet specification limits according to procedure. These black particles are degraded polypropylene particles that come from molding process after a long stop of the injection machine. Before the machine is re-started up it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning programs according to procedure pm-006. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. This is a cosmetic defect, the particles cannot get detached from the plunger and the product functionality is not affected. A definitive root cause cannot be determined however the incident has been reported to the area manager.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was foreign matter on the plunger of a bd plastipack¿ luer slip 10ml bulk non sterile syringe before use. No injury or medical intervention.